Event description:
On (B)(6) 2026, the (B)(6) hospital, shoulder and elbow unit provided the report of their clinical study, arthroscopic stabilization for atraumatic shoulder instability: minimum two-year outcomes. As part of the study a retrospective analysis of 72 shoulders in 70 patients undergoing arthroscopic inferior capsular shift between 2013 and 2017 was conducted. Seventy-two shoulders in 70 patients underwent arthroscopic inferior capsular shift for type ii ghj instability. During these surgeries the arthrex fiberwire® was passed using the lasso and fixed with an arthrex 2.9mm pushlock® anchor for capsular shift/labral fixation. As of on (B)(6) 2019, 59 patients were available for follow-up, with a mean follow-up of 2.7 years. Twenty-three patients reported continued or recurrent instability symptoms (predominantly subluxation), with five requiring revision stabilization. Of those planned for revision, one had anchor-suture fixation failure on MRI, and the other had recurrent instability with bone loss.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.